Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ l connector c90j coring was observed in the infusion bag while preparing abraxane. The following information was provided by the initial reporter: when preparing abraxane, coring occurred, and fm was confirmed in the infusion bag. Injector.

Manufacturer narrative:
H.6. Investigation: one l-connector attached to an infusion bag was returned for evaluation by our quality team. The product was visually inspected and a grey foreign matter was identified in the infusion bag. Characterization testing was performed and verified the matter was a particle from the rubber stopper of the infusion bag. Fragmentation testing is performed during manufacturing according to procedure, to evaluate any particulates generated after ten activations. As the lot information involved in this incident was not available, a device history review could not be performed and additional retained samples could not be tested. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a root cause at this time. CAPA#688697 was initiated.

Event description:
It was reported that during use of the bd phaseal¿ l connector c90j coring was observed in the infusion bag while preparing abraxane. The following information was provided by the initial reporter: when preparing abraxane, coring occurred, and fm was confirmed in the infusion bag. Injector.